Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed alert 39 indicating an insulin shaft encoder failure, persisted despite multiple restarts, and prompted replacement, with the patient experiencing hyperglycemia above 400 mg/dl for a couple of hours and using backup therapy; a school nurse assisted, and there was no professional medical intervention or hospitalization. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of normal device use and need for device replacement logistics without medical intervention or hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed a reported malfunction of the insulin delivery mechanism associated with the shaft encoder component consistent with a device mechanical/position-sensing failure. The complaint has been confirmed. The issue was identified as a faulty motor train that failed to rotate to the left, triggering alert 39. The refurbishment department will replace the motor train.